Event description:
On set up of a surgical case and opening a sterile disposal item- level 1 normoflo irrigation warming set ref#ir-600, on inspection before opening to sterile field had a hole in its package rendering its sterility. Needed to open another unit and need damaged unit replaced.